Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 07:08, the result was "hi" (600 mg/dl). The retest result "ran right away" was 153 mg/dl.